Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured scorpio insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the event. No material or manufacturing defects were identified. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that device failed from a multiple overload condition. This likely occurred during misalignment during placement into the tibial baseplate trial. No material or manufacturing defects were identified.

Event description:
It was reported patient was revised on right knee due to instability. During the surgery, #7 x 10mm insert trial broke. Surgery was completed without any delay.

Event description:
It was reported patient was revised on right knee due to instability. During the surgery, #7 x 10mm insert trial broke. Surgery was completed without any delay.